Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed the surgery was completed as planned with back up endoscope. No fragment fall into the patient. There was no harm or injury to the patient because of this issue.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.